Manufacturer narrative:
One device was returned for investigation. The reported battery clip of the device was damaged. The clinical team found the battery clip to be damaged during the inspection. Upon further investigation, it was found that the downstream occlusion (dso) seal was damaged. The dso seal was replaced. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. Review of event log found no relevant information.

Event description:
It was reported that the battery clip on the device was found to be damaged during the inspection. The device evaluation identified a damaged downstream occlusion seal. There was no patient involvement.